Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#:n5h1502y), sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a rectum resection procedure, while firing the second reload, it stopped and could not be operated further and while hitting the staple line from previously set staples the articulation joint. Knife blade broke and the device locked on tissue. As a result the procedure was converted from laparoscopic to open surgery. The reload had to be cut out of the tissue and replaced by a clamp to resolve the issue.